Event description:
It was reported that the patient had a loss of therapeutic effect. Initially after implant, she noticed relief but that did not last. She was still having urgency / incontinence symptoms. While stimulation was turned on, the stimulation had always been a little uncomfortable to some degree since implant. It hurts on the right side and she was feeling pressure. It had been that way for "quite a while" but could not say exactly when it started. She has lost about (B)(6). Since implant and the ins(stimulator) seems to be moving around the pocket a little . The patient changed from program 1 at 3.0 to program 2 at 2.4. Initially that stimulation was painful. The patent lowered stimulation to 1.6 and stated it was comfortable. Ins was off when the patient connected. She had no idea how long therapy has been off.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0h9v5, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.